Event description:
It was reported that this monitor shut down several times while in use on a patient. No patient injury was reported. (B) (4).

Manufacturer narrative:
We are still investigating this reported incident. A follow-up report will be submitted as soon as our investigation is complete.